Manufacturer narrative:
The reported event that the tip of the screwdriver bit axsos t15, ao fitting 4.0mm locking set, was broken during removal surgery, could be confirmed, since the device was returned for evaluation and it matches to the reported failure mode. The screwdriver bit was received broken at the tip. The visual examination revealed that the surface of the device looks used (scratches, faded color) while the broken surface has signs of torsional deformation and fatigue breakage. The remaining edges are deformed, with scratches, and the edges look blunt. These patterns are consistent with over-torquing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even violent moves, could definitely deform the screwdriver and lead to such a breakage. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while rotating the screwdriver. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide (l24002000): ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. [¿] stryker trauma and extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the case could be classified as user-related due to over-torque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the tip of the driver was broken during removal surgery. The broken tip was removed and was disposed in the hospital. The surgery was completed with another driver.

Manufacturer narrative:
The reported event that the tip of the screwdriver bit axsos t15, ao fitting 4.0mm locking set, was broken during removal surgery, could be confirmed, since the device was returned for evaluation and it matches to the reported failure mode. The screwdriver bit was received broken at the tip. The visual examination revealed that the surface of the device looks used (scratches, faded color) while the broken surface has signs of torsional deformation and fatigue breakage. The remaining edges are deformed, with scratches, and the edges look blunt. These patterns are consistent with over-torquing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even violent moves, could definitely deform the screwdriver and lead to such a breakage. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while rotating the screwdriver. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide (l24002000): ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. [¿] stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the case could be classified as user-related due to over-torque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the tip of the driver was broken during removal surgery. The broken tip was removed and was disposed in the hospital. The surgery was completed with another driver.